Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon opened the knee and found the #5, 11mm cr insert to be fractured. The fracture was in the medial posterior portion of the insert."